Manufacturer narrative:
The investigation determined that results obtained on the vitros 350 chemistry system for patient samples were mis-associated with the incorrect patient sample ids (sid) number. The root cause of the event was determined to be user error as the customer is reusing sids; the issue is consistent with the reuse of an sid that was previously programmed for an alternate sample that was not processed to completion. As per the vitros 350 operator's guide, when reusing sids, the user must ensure that previously programmed sids are processed to completion or deleted prior to reuse of an sid. The vitros 350 chemistry system was operating as intended. No malfunction occurred.

Event description:
A customer reported that incorrect patient names were associated with patient samples when tested on a vitros 350 chemistry system. The following vitros products were in use: vitros 350 chemistry system, j34406-27002816. Results that have been associated with the wrong patient may lead to inappropriate intervention with the potential for serious injury to the patient. No incorrect results were reported from the laboratory. There is no allegation of patient harm related to this event. (B)(4).